Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed required maintenance the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door had failed and required maintenance. A field service engineer (fse) arrived at the station and found all tower doors open, causing them to fail. The fse powered down the station, removed the latch column, and inspected the latches and harness connections. All harnesses were disconnected, cleaned, and connectors tightened before reconnecting them. The latch column was reinserted, and the station powered back up. All doors were tested using the hardware test application (hta) and verified to be functioning properly. The system functioned as intended after the field service engineer repaired the device.